Event description:
It was reported that the screw did not fit with the suction/irrigation tip.

Manufacturer narrative:
The reported device was received for investigation and the failure mode was confirmed. Probable root cause for the reported failure involving this device could have been caused by: 1. Material/design error; 2. Manufacturing/assembly error; 3. Excessive user force; 4. User misuse. There was no observable material/design error nor manufacturing/assembly error since a correctly inserted tip worked fine. Thus, with the evidence at hand most probable root cause is excessive user force and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw did not fit with the suction/irrigation tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.